Manufacturer narrative:
The customer¿s report of blood leakage at the spin-luer lock site at the end of the tubing was not confirmed. No obvious damages were noted upon visual inspection of the received set components. Functional and pressure testing was performed; no leaking was observed. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported a leak occurred during a blood transfusion at the spin luer site toward the end of the infusion. No patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak occurred during a blood transfusion at the spin luer site toward the end of the infusion. No patient harm was reported.